Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy w/ jp drain procedure, the surgeon used the clip applier and had trouble with the clips staying on the tissue. The clips appeared to be very loose. The surgeon ended up using three clip appliers and was still unhappy with the strength of the clips which was attributed to a possibility of a malfunctioning batch of clip appliers. The clips that fell from the tissue were retrieved. At that point, the surgeon decided to proceed to using a 10mm clip applier. The subxiphoid incision was increased to 10mm and was more successful and essentially the surgeon was happy with the clipping. The 10mm device was used to complete the procedure. No adverse consequences reported. All devices were discarded.